Event description:
Per journal article, "complications of mesh devices for intraperitoneal umbilical hernia repair: a word of caution." Case #2: a 70-year-old male was diagnosed with an umbilical hernia thereby underwent repair with the implant of 8 cm ventralex mesh. Post implant, about 24 months later, the patient experienced a recurrent umbilical hernia. A laparoscopy was performed. Adhesions between the abdominal wall and a loop of small bowel were noted. Initially, the intra-peritoneal mesh could not be seen but, after further dissection between the small bowel and the abdominal wall, a small bowel lesion occurred. The mesh was found in the lumen of the small bowel. The mesh had migrated completely into the small bowel. A small bowel wedge resection was performed through a small periumbilical midline laparotomy.

Manufacturer narrative:
The information obtained is limited to the article. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative hernia recurrence. Hernia recurrence is a known inherent risk of hernia repair surgery and is a labeled side effect that is considered foreseeable and clinically acceptable in terms of patient benefit. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (05-may-2010) is considered to be a best estimate. This MDR represents the ventralex mesh (device/case #2). Additional MDR was submitted to represent the ventralex mesh (device/case #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.